Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump continued to emit replace battery alarms despite changing the battery. It was reported that the battery had to be changed every two days. It was also reported that the battery cap was secure and the yellow o-ring was not visible and there was no damage to the pump or the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump intermittently powered on to the verify screen due to a damaged battery cap. There was one replace battery alarm observed in the black box history on (B)(4) 2013. There were other multiple low battery warnings and replace battery alarms also observed in the black box history. The battery compartment was intact with no cracks. There was evidence of moisture contamination observed inside the battery compartment and on the underside of the battery cap. Also observed during investigation, the battery cap was unable to be fully tightened due to damaged cap threads and a power loss was observed. A test battery cap was used and was able to be fully tightened and no further power loss occurred. All current draws were within specifications. The pump did pass the leak test and no evidence of additional moisture contamination was found inside the pump when the case was removed. There was no evidence of intermittent contact on the battery terminal contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.